Manufacturer narrative:
(B)(4). Cartridge, damaged one piece sled. Ees product director and surgeon discussed the event: the surgeon fired a black cartridge w/o seamguard first firing of sleeve - good staple line, fired 2nd black w/ seamguard - good staple line, then he fired green with seamguard and remnant side staple malformation occurred and the knife blade appeared to have cut into the cartridge deck (confirmed with device analysis). The surgeon indicated no clips were used. The case was completed with no other issues (patient side staple line was oversewn). Product director indicated that since the echelon straight code fits much looser than the flex code, there is a possibility of the buttress material bunching up in the proximal portion of the jaws, which could feasibly created a significant hurdle for the knife blade to negotiate in addition to picking up a few 'crotch' staples along the way. Based on conversation, there was nothing else that would indicate a stapler malfunction or root cause for the jagged cut lines when using buttress only. One device was returned in good visual conditions and with a cartridge present. Upon further inspection, the reload was received fully fired on the left side. On the right side the sled was broken and the sled had entered to the knife slot instead of firing the staple drivers. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If the user continues the firing sequence, the one piece sled can break through the cartridge reload wall allowing the firing to continue resulting in the damaged observed in the returned reload. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. The device was tested for functionality in the straight position with test vascular and test thick tissue cartridge reloads and achieved its complete firing sequences without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. In addition, surgical photo images were returned and for review. Ees field quality engineer provided the following summary: "based on the photos and the event description, it is my opinion that the jagged cut was the result of knife damage which probably occurred when a remnant staple or clip got picked up and dragged along the staple line during firing. This may have also caused the cartridge deck got damaged. I believe that the open staples were the result of the tissue and buttressing material combined, were too thick for the cartridge color (green) selected. Hence as the three point gap control tried to bring the jaw gap into compliance the cartridge deck deflected causing the staple on the patient side to miss the anvil distally."

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. During which stroke did the event occur? Completed firing sequence what color cartridge was being used? Green. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? If so, which product? Seam guard. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Inside of cartridge is damaged (green).

Event description:
It was reported that during a sleeve gastrectomy procedure, the device was fired three times. All three firings were with buttressing material. The first two firing were with black cartridges and they fired fine. The third fire was with a green cartridge. This firing all the staples formed correctly on the patient side but on the specimen side only part of the staples were deployed. After the third firing once the cartridge had been was removed, it was noted that part of it was damaged on the inside. A new powered device was used with green cartridges and buttressing materials to complete the procedure. All the staples deployed and formed correctly from those firings. No patient impact reported.

Manufacturer narrative:
(B)(4). During additional inspection of the cartridge, damage was also found on the internal bottom surfaces of the cartridge possibly being the root cause of the reported event and not due to the device being clamp on a hard object.